Event description:
It was reported that when the device was used during a laparoscopic gastric bypass procedure, the physician tried to close the otomy created in the stomach for the anvil head. All attempts resulted in cutting with no staple formation. The case was converted to an open gastric bypass, which delayed the case by two hours while the pouch was handsewn. There were no reported pt consequences.